Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. Performance data collected from the device was also received and analysis of the device memory showed the battery indicator signifying that it is time for device replacement. It was noted elective replacement indicator (eri) triggered on (B)(6) 2016. The analyst commented the save to disk files do not provide battery impedance data. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing dizziness and shortness of breath and it was noted the cardiac resynchronization t herapy pacemaker (crt-p) had reached elective replacement indicator (eri) with unexpected battery longevity. The crt-p was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.